Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During the processing of this complaint, attempts to obtain patient information were made but not received. Date of the event is estimated.

Event description:
Related manufacturer report number: 1627487-2021-15771. It was reported the patient's s2 lead had migrated. The issue was confirmed via imaging. As a result, the patient underwent surgical intervention to replace the s2 lead. During the procedure, the physician moved the patient's s1 lead, so both the s1 and s2 leads were explanted and replaced. Effective therapy was established post-operatively.